Event description:
It was reported to philips that the wireless footswitch did not work. The device was in clinical use at the time of the event. No harm to the patient or user was reported to the philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a planned non-emergency treatment, which was completed using the touch screen module (tsm) to switch between lateral and frontal exposure. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the toggle button on the wireless foot switch (wfs) for channel selection was not working. To resolve the issue, the fse replaced the wfs. The system was returned to use in good working order and ready for clinical use. Further analysis of the wfs was not performed as it is not available. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been identified that the unavailability of the channel selection from the wfs did not prevent the procedure from continuing, and the procedure could be completed by selecting the channel on the tsm. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint. The codes were updated based on the investigation outcome.